Event description:
It was reported that patient experienced tape not sticking that led to half of the film at the needle tip completely fell off on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic (B)(6) country: united states of america street:(B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.